Event description:
The nurse reported that the right headrail hi/lo buttons were inoperative.

Manufacturer narrative:
The technician found corrosion damage at switch harness/cordset connection. He replaced these parts to resolve the issue.